Event description:
Vented contrast medium bored tubing is too large in diameter. Surgeons complaining of pockets of air in the tubing. The customer stated that during "set up" the "priming" was taking longer. Since they had changed vendors and began purchasing the deroyal fluid administration set it was difficult to "debubble" the large bore tubing. The customer felt insecure with the "priming" process and was uncertain whether all the air bubbles could be purged from the line.